Manufacturer narrative:
The pump was returned for an unexpected no delivery alarms, and nonresponsive buttons on event date 06/04/2024. Unable to perform the self-test due to unresponsive keypad. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unable to download files using thus software due to unresponsive keypad. Unit tested with reference test casing and keypad was able to respond properly. No physical damage noted during visual inspection. Unresponsive keypad due to corroded keypad traces. Unit received with cracked battery tube threads, fading serial number label and cracked case near belt clip rails. Unresponsive keypad was confirmed problem due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. And customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1884 was requested. And customer response, was the device will be returned.